Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that during a surgery on (B)(6) 2011 the physician had difficult sheath removal with a monarc sling product. It was reported "the sheath wouldn't come off the second left arm of the mesh, I had to pull really hard to get it off and I'm sure this caused deep tissue damage as she (patient) began to bleed profusely." It was also reported that the sling ended up "being too tight" and had to be re-set by de-tensioning. Add'l info indicates the pt is recovering "without any further events."